Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 5/29/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported complaint. The cause of the issue was a software malfunction. The device's software was updated to fix the issue.

Event description:
It was reported that the device had error code 41171. There was no patient involvement.

Manufacturer narrative:
B3: november right month of event but exact day not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.